Event description:
Premature infant had her umbilical line changed per normal procedure- one hour later, nurse returned to complete head-to-toe assessment and found large amount of bright red blood pooled in the isolette, under the uvc site- the uvc was immediately clamped, the 3-way stopcock was removed and replaced- on closer inspection of the device, the connections were noted to be tight and attached properly during the line change- it seemed that the stopcock must have been cracked- the item was thrown away at the time of the event and unfortunately no photos were taken of the stopcock.